Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a scrub nurse "stapling device stapled when fired on the stomach but surgeon and scrub nurse had concerns around alignment of the staples on the device. Reported that it "looked as though the knife blade was misaligned and cut through the suture line. A new device was opened and operated perfectly¿. The case took longer and the patient recovery was longer. Patient is fine.